Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-20461 during follow-up, the patient presented with a fever and the pocket of the device felt warm. An inflammatory blood test was performed which confirmed the infection. Also, the left ventricular lead threshold value was high. The patient was given antibiotics and the physician decided to explant the entire system, a new system implant will be scheduled later. The patient is in stable condition.